Event description:
It was reported that "during a rectum coelio, the clamp cut but no staples. The surgeon told me to have seen staples but not formed in b, they were open. He therefore had to redo an anastomosis, had to convert the procedure into a laparotomy. The intervention had to be extended for 3 additional hours and today the patient is in occlusion. The product was used in optimal conditions, and I cannot explain the malformation of the staples." Procedure: rectum procedure

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Please explain what is meant by, ¿patient is in occlusion?¿ did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Response: no further relevant information provided in the file.